Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. (B)(4). Device evaluation: field service engineer visited site to service the system and found that the readings were low on energy check. Changed energy conversion factor to 168.00 and rechecked energy to be in spec. Gelled system with good melt and an easy lift out of gel. System meets specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2022 and a partial flap was created and could not be lifted on the left eye (os). Photorefractive keratectomy (prk) was performed on os. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2022. Right eye pre-op 20/20 -1.25 x -2.50 x 18 left eye pre-op 20/20 -1.25 x -2.50 x 176